Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured upon second inflation at 14 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed with a different device. There was no patient complications reported, and the patient was in good condition after the procedure.